Manufacturer narrative:
Siemens healthcare diagnostics has investigated the instances of incorrect results being generated on an immulite 2000/immulite 2000xpi analyzer connected to a versacell sample management system. Several conditions must all occur for incorrect results to be reported. The sequence of events begins with a sample tube being dropped by the versacell system while transferring the tube to an immulite 2000/immulite 2000xpi automation rack, resulting in the immulite 2000/immulite 2000 xpi analyzer level sensing in the empty position, leading to aspiration of air instead of sample. Urgent medical device correction (umdc) 2014-02-03 "immulite 2000/2000xpi/versacell: level sensing associated with dropped sample tubes" was sent to customers in the us in (B)(4) 2014. Urgent field safety notice (ufsn) 2003 "immulite 2000/2000xpi/versacell: level sensing associated with dropped sample tubes" was sent to customers outside the us in (B)(4) 2014. The umdc/ufsn describes the sequence of events that must occur for incorrect results to be reported and lists the actions to be taken by the customer to prevent reporting of incorrect results.

Event description:
A discordant, falsely low japanese cedar allergy specific ige (spj t17) result was obtained on one patient sample on an immulite 2000xpi instrument. The immulite 2000xpi instrument produced error messages that the sample pipettor had jammed. The versacell sample management system, which was connected to the immulite 2000xpi instrument and responsible for transferring sample tubes to the instrument's automation rack, dropped the sample tube instead of placing it on the immulite 2000xpi automation rack. A low result for spj t17 was produced for the patient sample, although it had not been sampled by the instrument. The instrument did produce an error message that the sample pipettor did not level sense. The discordant result was not reported to the physician(s). The sample was repeated on an alternate immulite 2000xpi instrument and the same instrument, resulting higher on both. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low spj t17 result.